Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us was difficult to remove pen needle from the insulin pen. The following information was provided by the initial reporter: material no. 320550, batch no. Unknown (provided: 0036339). It was reported that ridges in shields make it harder to handle and to remove pen needle from the insulin pen.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown. H3 other text : see h.10.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us was difficult to remove pen needle from the insulin pen. The following information was provided by the initial reporter: material no. 320550, batch no. Unknown (provided: 0036339). It was reported that ridges in shields make it harder to handle and to remove pen needle from the insulin pen.